Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had fall out in the second foley catheter and balloons were falling out . Nurses confirmed 10cc was going into balloon. Patient had changed own catheter balloons were deflating about every two weeks including the one placed by the (B)(6) hospital . The third port did not have a plug that fit properly the plug we have did not fit . Patient also stated that the yellow plugs were to big for third port whole they did not went into the port whole all the way only about a quarter inch into the port while patient was sleeping the plug fell out allot causing the patient come wet. Patient needed a three port for taking urine samples. Patient also stated that the catheter were to long for women who wear dresses so patient was cutting extender. Patient could not feel when they were starting to deflate they were deflating in the middle of the night. Patient was waking up wet it was falling out.

Event description:
It was reported that the patient had fall out in the second foley catheter and balloons were falling out . Nurses confirmed 10cc was going into balloon. Patient had changed own catheter balloons were deflating about every two weeks including the one placed by the (B)(6). The third port did not have a plug that fit properly the plug we have did not fit . Patient also stated that the yellow plugs were to big for third port whole they did not went into the port whole all the way only about a quarter inch into the port while patient was sleeping the plug fell out allot causing the patient come wet. Patient needed a three port for taking urine samples. Patient also stated that the catheter were to long for women who wear dresses so patient was cutting extender. Patient could not feel when they were starting to deflate they were deflating in the middle of the night. Patient was waking up wet it was falling out. Per additional information received via follow up on 01jun2022, it was stated that the foley catheter was recently changed and was having no issues at this moment. Per additional information received via liberator on 08jun2022, it was stated that the another one of foleys leaked at the seam.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. This is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. Use luer tip syringe to inflate with stated ml of sterile water. Or for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Manufacturer: to deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." Correction: (B)(6). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to (B)(6).